Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at the silicone segment while connected to a patient. There was no patient harm.

Event description:
The customer reported that when they hung tpn part of the tubing where it stretches and goes into the IV pump discounted. The rn called for a new tpn bag, making the patient's tpn/lipids late going up. It was not connected to the patient when this happen. Which ended up being better it happened before the rn connected them because the patient moves around a lot and could have come discounted during the night. There was no patient harm.

Manufacturer narrative:
Additional information provided by the customer no longer makes this complaint MDR reportable.